Manufacturer narrative:
The customer's report of the thermogard displaying tcmid:02 (cooling engine danfoss error) was confirmed during functional testing and archive review. The defective cooling engine (ce) compressor was replaced to remedy the fault. Unrelated to the reported complaint, damaged electrical connectors on the processor board, window display, the prime switch seal, coldwell gaskets, coldwell cap, and cover deck were observed during the visual inspection. I addition, unrelated to the reported complaint, mid:09 (air trap assembly) error message was observed during the console post cycle. The error was due to the wrong cable was used by the customer to connect airtrap block assembly. The thermogard xp ivtm system is a reusable device and was manufactured in january 2012. The device has been operating for 7 years and has exceeded its expected serviceable life of 5 years. All damaged parts identified were likely attributed to user mishandling. During functional testing, error message tcmid:02 was noted, thus confirming the reported complaint. A review of the event log was performed and found tcmid:02 error to have occurred on the reported event date. The system was calibrated and tested. The console passed final functional test with no further issue. Following the repair, the thermogard was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the thermogard xp ivtm system for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During setup, the thermogard console (sn (B)(4)) displayed tcmid02 (ce danfoss error) error message upon power up. Following this, another console was used for ivtm treatment. No known impact or patient consequence information was available.